Event description:
A customer in (B)(6) reported the occurrence of non-detection of (B)(6) in association with the vitek® 2 ast-p631 test kit. The ast-p631 test results indicated oxacillin was (B)(6) and cefoxitin screen test was negative, leading to a (B)(6) interpretation. Testing via clearview exact pbp2a test indicated (B)(6). The customer sent the strain to a reference laboratory (cnr) for confirmatory testing. The customer has not notified biomérieux of the cnr result to date. The customer indicated a delay >24 hours in reporting results to the physician. Field safety corrective action (fsca) 3760, distributed to customers in (B)(4) on 01-feb-2018, provides guidance to implement/enable vitek 2 software bioart rules in order to optimize the detection of (B)(6) strains with specific profiles. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) had reported the occurrence of non-detection of (B)(6) in association with the vitek® 2 ast-p631 test kit. An internal biomérieux investigation was performed using the isolate submitted by the customer. The presence of (B)(6) strain was confirmed by pcr meca (B)(6) and kirby bauer cefoxitin (fox kb) resistant. The strain is heterogeneous. The reference method (agar dilution) for oxacillin (ox) gives resistant results (ox mic value = 16 mg/l r). Tests performed on the product and system (vitek 2 v7.01) impacted : for the vitek 2 ast-p631 cards, two (2) customer lots (7310514103 called cl1 and 7310486103 called cl2) and one (1) random lot (7310555203 called rl) were tested from cba (cos bmx) subculture: -cl1 / cl2 and rl : ox mic = 0.5 mg/l s, oxsf negative test with "wild" phenotype given by the aes. -the ox values do not correlate with the reference mic (16 r). -the oxsf negative tests are not correlated with the disc diffusion result (fox kb r). -the combination of ox mic = 0.5 mg/l and an oxsf test negative does not allow for the detection of a (B)(6) strain. Customer's results were reproduced internally (oxacillin susceptible and oxsf negative test). The strain exhibits later growth in the incubation cycle as compared to typical staphylococcus aureus isolates. Additional testing using vitek 2 systems software version v8.01 version detected (B)(6). With version 8.01, oxsf was positive. An additional bioart rule has been provided to complement the existing vitek 2 software version 7.01 bioart rule 34 for (B)(6) customers with fsca 3760 on 26-jun-2018. The new bioart rule is triggered by: - an ox mic </= 0.25 and 0.5 mg/l - combined with a negative result for oxsf - and an ofl result of resistant. With those two (2) bioart rules activated, under prescribed conditions, the user is alerted through a comment on the lab report and the software stops the analysis requiring a review by the customer for the possible presence of a staphylococcus aureus strain that does not fully express its oxacillin resistance. In this case, it will suggest to confirm the resistance phenotype by an alternative method (e.g. Meca pcr, pbp2a). The new bioart rule would have been triggered for each lot tested with this strain (ofloxacin r) on vitek 2 v7.01 version.